Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of lipids infusing at 62.5ml/h instead of the prescribed 20.8ml/h could not be definitively confirmed through the facility provided hl7 report. ¿ the pcu or its associated logs were not provided by the facility so a keypress programming analysis could not be performed for this investigation. ¿ the hl7 file was provided by the facility to investigate programming details; however, the report itself is not validated for log analysis purposes. ¿ according to a reviewed hl7 report, on 01 january 2025 at 9:22:55 pm, the suspect pump module s/n 15472004, which was attached to the suspect pcu s/n 15506207, was ordered to infuse with a rate of 20.83 ml/h a fat emulsion/lipids medication with a volume to be infused (vtbi) of 250ml. The infusion infused as expected. ¿ concurrently, for the concomitant pump module s/n 15473116, a tpn infusion started at 9:23 pm. On 02 january at 01:36 am, all modules on the pcu went offline for approximately 45 seconds, then the suspect pump module returned to an online status. ¿ at 1:38 am, the user manually programmed a tpn infusion with rate= 62.5 ml on the suspect pump module s/n 15472004. ¿ it could not be determined from the hl7 report what IV fluid was actually hanging above the suspect pump module. ¿ external and internal inspection could not be performed, since no devices were returned for this investigation. ¿ per bd alaris system user manual (v12.3), proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris ¿ system. ¿ the pump module, syringe module, and pca module are designed to accurately deliver the programmed amount of the medication or fluid over the programmed time period. ¿ the pump module, syringe module, and pca module ensure that an infusion is not being inadvertently delivered when the user expects the system to be in a paused, stopped, or off condition. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the infusion of lipids infusing at 62.5ml/h instead of the prescribed 20.8ml/h is suspected to be a result of a user programming error. Based on the review of the provided hl7 file, the suspect pump module initially was infusing the lipids at a rate of 20.8 ml/h as expected until a disconnection occurred. Upon reconnection, the same suspect pump module was manually programmed for a tpn infusion with a rate of 62.5 ml/h.

Event description:
It was reported that an infusion did not administer as expected. The lipids reportedly infused at 62.5 ml/hour instead of the prescribed 20.8 ml/hr. Tpn was also infusing concurrently at an ordered rate of 62.5ml/hour there was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an infusion did not administer as expected. The lipids reportedly infused at 62.5 ml/hour instead of the prescribed 20.8 ml/hr. Tpn was also infusing concurrently at an ordered rate of 62.5ml/hour there was patient involvement and no harm.